Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Event description:
Addendum nov 10, 2022: the procedure was therapeutic gastroscopy in which a duodenoscope is used. The clip was a boston scientific resolution 360 clip moo521230. At the facility precaution is taken to inform the reprocessing staff when a clip is used, so that a long cleaning brush is used for cleaning to make sure there is no clip is in the device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that an endoscopy accessory was stuck inside the suction channel. Other observations for the device are: distal end cover (c-cover) has sharp edge; distal end rubber coating (a-rubber) adhesive is separated and has discoloration; connecting tube is scratched; up/down (u/d) and left/right (l/r) knobs have play; and forceps get caught while inserting in biopsy channel. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure, a clip got stuck inside the device suction channel. The staff was aware of the clip being stuck, however, the device could still be used for the procedure without any issues, so the procedure was completed with the same device without any impact. There is no harm or adverse impact to the patient. Post procedure the device could not be reprocessed and was sent in for repairs to the service center.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were corrected: e1 (telephone), e2, e3, and h6 findings code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the event likely occurred by suctioning the clip into the channel. The root cause can be attributed to mishandling by the user. The event can be prevented by following the instructions for use, which state: section 4.1 insertion: air/water feeding and suction: suction: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids." Olympus will continue to monitor field performance for this device.